Manufacturer narrative:
Updated fields: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd) unit, however, the exact cause of the defect could not be specified. It likely the ccd failure occurred due to one of the the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the purple-colored image, it was noted there was a cut on the video cable and the outer tube was dented. The image issue seems to be the result of a shock applied on the outer tube which damaged the charged couple device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer requested an evaluation and repair and an olympus representative reported during annual inspection of video telescope "endoeye hd ii", 10 mm, 30°, autoclavable there was a purple image. There was no patient or procedure involvement and no reports of patient or user harm associated with this event. This medwatch is being submitted for the reportable malfunction found at evaluation.